Event description:
It was reported, the camera head had poor contact of the connecting wire and occasional black screen. The issue occurred during preparation for a therapeutic hysteroscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of intermittent black screen was confirmed. The device evaluation found an additional new malfunction of poor camera cable connection. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU) ra1385: no abnormalities were found in relation to the occasional black screen. Olympus will continue to monitor the field performance of this device.